Event description:
It was reported by international mmi facility (italy) that three (3) size 10 lpc, low pressure cuffed tracheostomy tubes did not maintain a secure seal or fit between the inner and outer cannulae. Limited information available. It is unk if the devices were tested prior to insertion, how long the devices were in use or what type of trach care was practiced. There was one (1) pt involved with no reported pt compromise. The 10lpc devices were returned to the MFR on 6/20/97 and processed to the quality analytical laboratory for analysis and investigation.